Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No unexpected number ramping anomaly was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump was monitored for four days with no low battery anomalies noted. A broken battery cap coin slot was noted. The insulin pump passed the displacement test, off no power test, rewind, and basic occlusion test. The operating currents were within specification. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and a stained address and serial number label.